Manufacturer narrative:
Pump passed displacement test, basic occlusion, occlusion test and prime/a33. Drive support disk was inspected and no anomaly was noted. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, partially broken reservoir tube lip, stained end cap sticker and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. Yesterday morning was low till about lunch then customer got high of 300 mg/dl and then has not been able to bring it down. Customer has current blood glucose of 400 mg/dl. Customer just had brain surgery, a tumor was removed and recovering from brain surgery. Customer blood glucose at time of incident was 435 mg/dl and current blood glucose was 400 mg/dl. The drive support cap is flush. Trouble shooting was concluded and redirected to cosmetic damage trouble shooting. Customer has a broken piece of plastic that has fallen off near where the reservoir screws in at. Customer will trouble shoot high, after current trouble shooting brown discoloration on the pump near the bottom of pump on battery compartment. Broken piece from reservoir screw in compartment. In last week had low blood glucose of 47 mg/dl which was in the morning and treated with two glasses of orange juice that went from a down to 35 mg/dl. Customer advised to replace the insulin pump and to revert to back up plan. The insulin pump will be returned for analysis.